Manufacturer narrative:
An event regarding pain and instability involving a trident shell was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient inquired about recall. Had hip replacement (B)(6) 2012. Now experiencing nerve damage, foot drop, pain, instability and now uses a foot brace & walker. Patient received monthly shots of lidocaine and loratab/hydrocodone for pain.

Manufacturer narrative:
Concomitant medical products: cat. No.: 623-10-36e, trident 10° x3 insert 36mm ID, lot code: mll041; cat. No.: 6265-5104, citation tmzf ha stem #4 left, lot code: 38869402; cat. No.: 6570-0-036, delta v-40 ceramic head 36/-5, lot code: 40851502. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient inquired about recall. Had hip replacement (B)(6) 2012. Now experiencing nerve damage, foot drop, pain, instability and now uses a foot brace and walker. Patient received monthly shots of lidocaine and loratab/hydrocodone for pain.